Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she needed stimulation to help with right and left side down to her toes. The patient reported that a used to help the right side and she could feel stimulation however in (B)(6) 2019, she noticed she was no longer able to feel stimulation on a and her right-side pain had become worse. The patient reported that she had b for the left side and usually had b up so high at 9.5 but it just didn¿t go down to her toes. The patient reported that a manufacturer¿s representative (rep) told her they had never heard of a patient using stimulation so high and they would probably have to do something about it. The patient reported that on (B)(6) 2020, she experienced really bad right-side pain but couldn¿t increase on a. The patient reported that it was better now because she started taking gabapentin again. Additional information was received from the patient. It was reported that the patient had a neurotomy. After this, it stopped working on the opposite side which is where the patient had the pain. The patient met with a rep who reset the device and it started working after that. The issue was resolved. No further complications were reported.